Event description:
Patient revised to address infection, removed poly, cleaned out the joint.

Manufacturer narrative:
No product was returned. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions about the reported infection. No evidence was found suggesting product error was a contribution factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.